Event description:
It was reported that upon interrogation, four non-sustained vf episodes were observed. Noise/oversensing and externalized conductors under fluoroscopy were observed. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.